Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure with the ep-catheter to find the coronary sinus (cs) ostium and when the ep-catheter was removed after approximately 15 minutes, the valve leaked and lost hemostasis. The ep-catheter had to be slotted in order to save the left ventricular (lv) lead's position. The procedure was successfully finished and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed no anomalies were found. Visual summary analysis of the lead indicated damage at implant.